Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a percutaneous lead, on (B)(6) 2010 for low back and bilateral leg pain. It was reported the patient only felt stimulation on one of her five programs. She stated that she has suddenly started to feel an uncomfortable sensation at the middle of her back after she turns off stimulation and lays down. Follow up on the patient found that she was reprogrammed and reported effective stimulation coverage. It was reported that the mid back pain may be a cervical issue which is unrelated to her scs system. The physician has ordered a CT myelogram to investigate the issue. No further patient complications were reported.